Event description:
A male with angulated iliacs underwent aaa repair as labeled in 2008. When removing the left iliac leg graft from the package, the pt's operating table was moved inadvertently. Accordingly, the internal iliac artery was covered with the left iliac leg graft and was verified by angiography. After the contralateral iliac leg graft was placed, the main body delivery system was pulled down more than before. The iliac leg delivery system could not push up to the landing zone and covered the internal iliac artery. Finally, the physician placed the right iliac leg graft into the external iliac artery without overwrap. He then placed an additional leg graft as a bridge. The next day, the physician noted that abdominal pain and blood-flow was not a problem at this time. (See also 1820334-2008-00210).

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate to read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions, may led to serious surgical consequences or injury to the pt. Inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by incorrect placement of graft due to user error.